Event description:
It was reported that during a procedure, while the surgeon was using the mini cfs set, the surgeon has an issue with two of the 2.4x12mm val locking screws, ar-18724v-12. The surgeon drilled 3 holes in the v plate and when tried to tighten the val screws into the hole, they would not engage. The surgeon had to switch the two 2.4x12mm screws and replace them with the 2.4x11mm screw and a 2.4x12mm screw after they did not lock into multiple different holes of the plate.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. One unpackaged ar-18724v-12 locking screw (no batch number provided) was received for investigation. Visual inspection under microscope identified the presence of tissue remnants lodged within the locking threads, inferior to the hex. The cause remains undetermined. Additionally, stripping was noted to one of the locking threads, most likely as a result of over-engaging the screw.